Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: a partial of 1.50mm x 15mm fg maverick 2 mr balloon catheter was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the balloon noted a complete circumferential balloon tear 22.3cm distal to the port exchange. The distal section from the location of the tear did not return for analysis. A visual inspection of the shaft polymer extrusion noted that there was a tear in the inner lumen at the same location as the circumferential balloon tear with the distal section of the break not returned for analysis. A microscopic examination noted that both markerbands were not returned for analysis. It was not possible to perform a leakage test on the device for the reported rupture due to the distal section of the break/tear not returning. No other device issues/defects were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it was reported that during inflation, the balloon burst due to severe calcification. This conclusion code is based on the available information and the review conducted at the complaint investigation site. It was observed during device analysis that the distal section of the device, from the location of the balloon tear and the unreported break in the inner lumen (the same location), did not return for analysis therefore it was not possible to perform a leakage test on the device, however device analysis confirmed the reported balloon burst as the balloon tear was an complete circumferential tear that was observed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick? Balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good post-procedure.